Manufacturer narrative:
A siemens application specialist and a field service engineer ( fse) were dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant rubella igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant immulite 2000 rubella igg results were obtained on two patient samples.the results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s) except the customer would not specify on the actual corrected values reported. There were no reports of patient intervention or adverse health consequences due to the discordant rubella igg results.